Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified alarm. While the patient was connected for therapy, the pump alarm tone sounded, and the customer was unable to discern if the alarm was the pump or a nearby ventilator. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6 (update codes), h11. B5: upon additional information, the reported event was determined to be a customer feedback. The product was not broken ¿ the pump tone developed by baxter on the pumps sounds like a ventilator alarm. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.